Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6), product type: recharger was returned and the analysis results show that the device was chewed by an animal and was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd; UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Caller states that starting on (B)(6) the pt noticed their rtm was getting hot. The caller is now having issues recharging, caller and pt rep on the phone indicated they were not able to connect to ins when controller displayed 'no device found - retry/charge'. Agent had the pt try to charge and they subsequently saw passive recharge mode with 0-0-0 with the rtm over the ins.a replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.